Event description:
It was reported that during a davinci si prostatectomy procedure, the customer noted that the wires were off track on the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. Additional observation not reported by the site were indentations and scratch marks on the pulley. The instrument exhibited indentations located at the edge of the distal pulley and scratches on the surface. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.